Manufacturer narrative:
Concomitant products: a 7fr long sheath (manufacturer unknown), a traxcess (terumo), a launcher (medtronic), a deltamaxx (cdx180625-30 / c37464), an enpower control cable (ecb000182-00 / c25930). And an excelsior sl-10 (stryker) were used for this procedure. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during embolization of a pulmonary av malformation, a deltamaxx (cdx18062530/c37464) could not be detached with the enpower control cable (ecb00018200/c25930). The cable was replaced with a new one, but the coil still could not be detached. The coil was replaced with a new one to continue the procedure. The procedure was conducted, and the devices were used in accordance with the IFU. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. The complaint products have already been discarded by the customer. No further information was available.

Manufacturer narrative:
Additional information was received on 01/12/2016. An enpower detachment control box (dcb) was used for the procedure and was used with subsequent coil detachment. A pre-deployment check had been performed. Upon pressing the power button, all lights illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. Complaint conclusion: as reported by a healthcare professional, during embolization of a pulmonary av malformation, a deltamaxx (cdx18062530/c37464) could not be detached with the enpower control cable (ecb00018200/c25930). Upon pressing the power button, all lights illuminated. During the detachment cycle, all lights illuminated and the audible signal beeped. All connections appeared to fit properly without application of force. The cable was replaced with a new one, but the coil still could not be detached. The coil was replaced with a new one to continue the procedure using the same enpower dcb. The procedure was conducted, and the devices were used in accordance with the IFU. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. A pre-deployment electrical check had been performed. The complaint products were new and stored per labeling instructions. The constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. The complaint products have already been discarded by the customer. No further information was available. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The detachment failure could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.